Event description:
A 1.5mm diameter x 15mm length sprinter rx dilatation balloon catheter was inserted to pre-dilate an rca lesion. Vessel morphology was reported to be severely calcified with 95 - 100% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported upon inflation of the balloon, the balloon burst at 11 atms. The balloon was successfully removed from the patient as one unit. The patient is reported to be stable and no add'l clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. Visual inspection at 20x magnification identified that the balloon material in the distal cone was damaged and a longitudinal slit was present running proximally from the cone to the middle of the balloon, working length. The proximal edge of the slit, which also exhibited a slight radial element, was also jagged indicating the possibility of balloon damage. Please note that this device is distributed outside the united states; however it is similar to the united states distributed product.